Event description:
It was reported that the wire broke. The target lesion was located in the saphenous vein graft. A190cm filterwire ez was selected for use. Upon preparation, it was noted that approximately 7cm from the tip of the wire broke through the delivery catheter. The procedure was completed with a different device. There were no patient complications were reported.